Event description:
The customer contact reported a tubing ruptured while in use with a power injector with subsequent leak of contrast media. The power injector was used to deliver an unspecified contrast. Immediately after the power injector was started, the tubing ruptured where the slide clamp had previously been closed. The contrast media "sprayed" onto the pt. The power injector was stopped and the contrast media was cleaned up according to the facility's protocol. The tubing set was replaced and the CT scan was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The sample was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion, and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those. High-pressure sets that are appropriate for use with power injectors.